Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first clip fired fine. The second clip was scissored. After that the rest of the clips fired fine. The case was completed with the device. There was no patient consequence.